Event description:
It was reported that the user experienced hyperglycemia followed by hypoglycemia while using the ilet bionic pancreas with a dexcom g7 continuous glucose monitor (cgm), after eating dinner without a meal announcement on the first day of pump use; the pump delivered automated correction insulin and blood glucose rose to 181 mg/dl before trending down, with a lowest cgm value of 68 mg/dl and a confirmatory fingerstick of 71 mg/dl. Symptoms included shaking/tremors consistent with low blood glucose requiring carbohydrate treatment. Outcomes included self-treatment with approximately 4 oz of orange juice and recovery to a fingerstick of 106 mg/dl, without hospitalization. Investigation included troubleshooting and education on meal announcements and urgent low alerts, including use of oral glucose. Investigation of this case revealed that the event was related to user-related therapy management, specifically a missed meal announcement that prompted automated corrections and subsequent hypoglycemia, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error associated with missed meal announcement and early adaptive period of automated insulin delivery.

Manufacturer narrative:
Initial.